Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure in avf using lifestent. During the procedure it was reported that the stent fractured into two components. It was further reported that cogwheel retracted normally till halfway when it became extremely difficult, then noted stent had split into two pieces with the inner sheath appearing to be sheared off. Further, it was reported that patient had no ischemia and had flow so no surgical cutdown performed. However, the avf thrombosed in forty-eight hours. The current status of the patient was unknown.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure in avf using lifestent. During the procedure it was reported that the stent fractured into two components. It was further reported that cogwheel retracted normally till halfway when it became extremely difficult, then noted stent had split into two pieces with the inner sheath appearing to be sheared off. Further, it was reported that patient had no ischemia and had flow so no surgical cutdown performed. However, the avf thrombosed in forty eight hours. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. A definite root cause could not be identified for the additionally reported complaint. The lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the returned delivery system was received in a used condition without the stent, which was reportedly deployed inside the patient. The inner catheter cardan tube had two dents in the distal section and was broken at the distal end, with the distal end, including the tip missing. Additionally, the stent sheath was broken off at the distal end, with the distal end missing. Two provided images show the product outside the patient and are consistent with the condition of the returned sample. One x ray image demonstrates the fractured stent within the vessel, with a segment of catheter located between the two fractured stent segments, as reported. The stent was placed within a sharp vessel curvature of the radiocephalic fistula. The investigation led to confirmed result for break and deformation of the inner catheter and stent sheath, stent fracture, and detachment of the inner catheter within the patient. No manufacturing-related issues were identified. In this case the product was used to treat a radiocephalic fistula which is considered a significant factor for the reported failure. Based on provided images the stent is visible in a sharp vessel radius. A detailed re construction of the found breaks, detachment, and fracture was not possible. A manufacturing related root cause was considered; therefore, the lot history records were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Based on the information available a definite root cause could not be identified. Based on the investigation of the provided information, the investigation is closed as confirmed for stent fracture, and inner catheter break/ detachment, break of the stent sheath. The use of the device in a radiocephalic fistula represents an off-label use and was considered a significant factor for the product failure. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Holding and handling of the system including accessories to be used and pta was found mentioned in the instruction for use. The lifestent 5f vascular stent system is indicated for the treatment of atherosclerotic lesions in the superficial femoral artery (sfa) and popliteal artery. G3, h6 (device, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.